Manufacturer narrative:
Section h3- no: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the customer tried to use an intraocular lens (iol) but it was damaged and would not come out of the cartridge. So they decided to use a different lens. It was learned that there was no patient contact. Before inserting the iol into the eye, the tech was trying to advance the iol for the surgeon and even the surgeon tried to advance the iol but neither tech nor surgeon could get it so the surgeon gave the product back to the the tech to put back on the back table. The used a non johnson and johnson iol instead. There was no patient injury. No other information was provided.